Event description:
Healthcare professional (hcp) reported a clinical patient was injected in the cheeks bilaterally with 4.15ml of harmonyca lidocaine. The patient was concomitantly treated with topical lidocaine cream, and concomitantly takes calcitriol soft capsules, alendronate sodium tablets, calcium carbonate. One day post injections, the patient experienced device related ¿nodules, lumps/bumps, tenderness, pain and swelling¿ at the injection sites on both sides of the face. The next day, the patient experienced non device related ¿chronic gastritis.¿ four days later, the patient experienced non device related ¿colorectal polyps, left renal hamartoma, right renal calculus, uterine fibroid with calcification and worsening abdominal pain. The patient was treated with kangfuxin solution, bifidobacterium tetravaccine tablets, methylene blue injection, epinephrine injection and normal saline diluent. The event of worsening abdominal pain resolved the same day. Two days later the event of colorectal polyps resolved. One day after the last events, the patient experienced non device related ¿esophageal polyp¿ and resolved the same day. The events of ¿nodules, lumps/bumps, tenderness, pain and swelling¿ resolved about two weeks post symptom onset. The events of chronic gastritis, left renal hamartoma, right renal calculus, and uterine fibroid with calcification are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "colorectal polyps", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a clinical patient was injected in the cheeks bilaterally with harmonyca lidocaine. The patient experienced device related ¿nodules, lumps/bumps, tenderness, pain and swelling¿ at the injection sites on both sides of the face. Five days later, the patient experienced non device related ¿colorectal polyps.¿ no treatment or symptoms status was provided.